Event description:
There was an allegation of discrepant albumin and creatinine results for two patient samples tested on a cobas 8000 c 702 module. For patient sample 1 the initial albumin result was 15.4 g/dl and the rerun result was 38.7 g/dl. For patient sample 2 the initial creatinine result was 1126 mol/l and the rerun result was 110 mol/l. No questionable results were reported outside of the laboratory. The rerun results were believed to be correct.

Manufacturer narrative:
The reagent lot and expiration date for albumin and creatinine were requested but were not provided. Reagent issues were excluded as the correct rerun was performed with the same reagent. The field service engineer (fse) checked and cleaned the washing nozzles and hoses for all washing stations, checked and adjusted the reagent probe and the sample probe, and adjusted the gear pump pressure. Following the fse intervention, no further issues were observed. The investigation determined the event was due to a maintenance issue. The service actions resolved the issue.